Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis revealed there were no anomalies found, this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the lead was dislodged while slitting. The physician tried to reposition the lead however, the lead dislodged again. The physician decided to use a different lead. No patient complications have been reported as a result of this event.